Event description:
It was reported the patient had phrenic nerve stimulation from the left ventricular (lv) lead at 2.0 volts at 0.4 milliseconds. Also, it was determined by fluoroscopy that the lv lead had pulled back. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the lead was stretched. The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression.